Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon-unlocked overheating while charging and failed to charge. The mcot monitor - a10e - verizon-unlocked returned for device evaluation. Monitor was inspected for general physical integrity and found the back of the monitor had a melt at the bottom of the device close to the charge port. The charge port also showed signs of the melt. The monitor charging cord had evidence of a thermal event. See attached pictures of damage. Engineering evaluation could confirm the allegation on the monitor overheating leading to a melt. Root cause could not be determined. The monitor was sent for further testing.

Event description:
It was reported that on (B)(6) 2025, the mcot monitor - a10e - verizon-unlocked got really hot overnight and did not seem to be charging. The patient noted the next morning on (B)(6) 2025, the monitor was only at 65%, the monitor said it was overheating and the screen was bright white and said that it should be shut down. The patient said it did not appear to be hot to the touch and there was no physical damage noted. The patient confirmed they were using the charging cords that were provided in the kit. To the patient's knowledge there was no moisture exposure to the monitor prior to the overheating event. No additional information was provided.